Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the charger failed incoming functionality testing. Upon evaluation, there was liquid contamination on the battery board. The cause for the failure was the liquid contamination. The root cause of the contamination is liquid ingress of an unknown contaminant a patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.